Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Although the issue was not confirmed, it is likely that water had invaded the scope connector and caused the reported error. The event can be detected and prevented by following the instructions for use (IFU) which state: "inspection of the endoscopic image". "When attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the evis exera iii bronchofibervideoscope exhibited e315 scope error and no light coming from the light guide lens. The event occurred during preparation for use, prior to an unknown procedure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. The customer specified fault of ¿no light at all can¿t turn on and e315¿ could not be confirmed. However, fluid entered the plug body, and triggering the pink moisture indicator. Upon further evaluation of the returned device the following defects were found, light cover glasses chipped, water ingress at scope connector and electrical safety test not to specification. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.